Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the specific number of patients who had worsening of ods symptoms postoperatively at six months? Do you believe that the post-operative complications mentioned in the article are related to an alleged deficiency of an ethicon device? If so, please explain.

Event description:
It was reported via literature article entitled: starr with contour transtar for obstructed defecation syndrome: long-term results author(s): francesco saverio mari ¿ massimo pezzatini ¿ marcello gasparrini ¿ brescia antonio citation: world j surg (2017) 41:2906¿2911; doi 10.1007/s00268-017-4084-6. The study aimed to evaluate the long-term results of stapled transanal rectal resection (starr) performed with contour transtar device in the treatment of obstructed defecation syndrome (ods). From jun2007 to jan2010, 96 patients (n=3 male and n=93 female; mean age of 55 years [33-82 years]) with symptomatic ods who underwent starr with contour transtar were included in the 5-year evaluation. Functional complication at one month included tenesmus (n=20) and urgency (n=8) both treated with beclomethasone dipropionate, fragmented evacuation (n=6), and gas incontinence (n=2) and fecal incontinence (n=1) both treated with pelvic floor rehabilitation. Functional complication at three months included tenesmus (n=5) and urgency (n=3) both treated with staples removal, fragmented evacuation (n=5), gas incontinence (n=1) and fecal incontinence (n=1) all three treated with pelvic floor rehabilitation. Functional complication at six months included tenesmus (n=1) and urgency (n=1) both treated with inflammatory pseudopolyps resections and fragmented evacuation (n=1) treated with pelvic floor rehabilitation. Functional complication at five years included tenesmus (n=2), urgency (n=1), fragmented evacuation (n=2) and gas incontinence (n=1). In the follow-up period, a total of 15 patients had one or more retained staples which required removal within the first 6 months (n=9) and successive 15 months (n=6). Two patients developed anal fissure, pod 19 and 30 months. One patient had anal trans-sphincteric fistula pod 4 years which required positioning of seton. At 6-month follow-up, there were cases of slight worsening of symptoms. The long-term results have demonstrated the efficacy of the starr with contour transtar in treating ods and the stability over time of the defecatory improvements